Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. Initially, reloading the same cartridge did not resolve the issue, but technical support guided the customer through filling and loading a new cartridge using the proper technique, which successfully resolved the problem. The customer was then able to resume insulin use.